Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was under-sensing of atrial signals during atrial tachycardia/atrial fibrillation (at/af) episodes due to atrial signals falling into blanking as programmed and the at/af episode is being terminated. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.